Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the distal radius fracture operation was done by open reduction and internal fixation (orif) on (B)(6) female. It was found that 2 screws were broken under the screw head when they were extracted on follow up operation 2 months later. Broken screws had implanted at the distal hole of ulna side and at the second hole of opposite side. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the initial complaint was reviewed and found not reportable. There is no allegation of a complaint against the cortex screw. This part was assessed due to the interaction with the malfunctioning part. There is no reported malfunction or adverse event caused or contributed to with the cortex screw. The device functioned as intended. Rationale: not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death. Should further information become available this determination will be reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.